Event description:
It was reported that a male patient underwent a pulmonary vein isolation (pvi) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. The blood pressure was slightly decreased after the case, and when confirmed by echography, there was an accumulation of effusion. Drainage was performed after the case. An atrial septostomy was performed with a rf needle. Ablation was performed prior to the presence of tamponade. There was no steam pop noted. Irrigation catheter setting according to the package insert. The physician said that the cause of this event is bb. The physician was planning on doing a thoracotomy initially. However, since the bleeding stopped, the physician did not conduct thoracotomy. The patient will be followed up. The patient outcome of the adverse event was improved. The patient required extended hospitalization for follow-up. No error message observed during the procedure. Force visualization features used were dashboard; vector; visitag with tag index. This adverse event was discovered post use of biosense webster products. The patient outcome of the adverse event is improved. The patient required extended hospitalization because of the adverse event, the patient required extended hospitalization for follow-up. The event occurred after ablation procedure was completed. The irrigation flow rate was set according to the IFU (instructions for use). It was not reported that inappropriate use was conducted without IFU regarding catheter settings, pump switching from low to high, additional filters used with visitag, and parameters used with visitag. No error message observed during the procedure. Dashboard; vector; and visitag force visualization features were used. Tag index color option was used prospectively. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number (B)(4) and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).